Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down because it did not cool and displayed error 99(patient temperature out of calibration - no control) during calibration. Chiller temperature (t4) was 4.9, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 100 percentage. It was cooled to 4c without issues. The system hours was 6112, pump hours was 5724. The biomed requested quote for 2000-hour service. Per sample evaluation results on 12oct2023, it was reported that the prime to fill in decontamination. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it would be replaced preventatively.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. The device was evaluated. DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was sent down because it did not cool and displayed error 99(patient temperature out of calibration - no control) during calibration. Chiller temperature (t4) was 4.9, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 100 percentage. It was cooled to 4c without issues. The system hours was 6112, pump hours was 5724. The biomed requested quote for 2000-hour service. Per sample evaluation results on 12oct2023, it was reported that the prime to fill in decontamination. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was sent down because it did not cool and displayed error 99 (patient temperature out of calibration - no control) during calibration. Chiller temperature (t4) was 4.9, circulation pump command (cpc) was 56 percentage, mixing pump command (mpc) was 100 percentage. It was cooled to 4c without issues. The system hours was 6112, pump hours was 5724. The biomed requested quote for 2000-hour service.